Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04944. It was reported the pt was experiencing pain at the ipg site. In addition, the pt did not effective stimulation coverage in the back, and the stimulation he was receiving in the legs diminished after a few hours. The pt was felt stimulation in the ribs when back coverage was attempted. It was reported the physician planned to undertake surgical intervention to address the issues.